Event description:
It was reported that during a drainage procedure, hub detachment occurred. The physician implanted a flexima drainage catheter in a chest tube. Two days later, the hub detached from the catheter and was removed from the patient. The procedure was completed with another catheter with no patient complications reported.

Manufacturer narrative:
Correction: init reporter sent to FDA: change from ni to yes. (B)(4).

Event description:
It was further reported through voluntary medwatch list # (B)(4), the pigtail portion of the catheter remained in the patent. It required removal and replacement.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified its hub separated, also it has the suture broken, however, the device has evidence of heat shrink and flare process was performed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a drainage procedure, hub detachment occurred. The physician implanted a flexima drainage catheter in a chest tube. Two days later, the hub detached from the catheter and was removed from the patient. The procedure was completed with another catheter with no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a drainage procedure, hub detachment occurred. The physician implanted a flexima drainage catheter in a chest tube. Two days later, the hub detached from the catheter and was removed from the patient. The procedure was completed with another catheter with no patient complications reported.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).